Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer has experienced ongoing elevated blood glucose (bg) levels in the 350 (mg/dl) range. Customer administered correction boluses or injections to stabilize bg levels. Reportedly, the elevated bgs occurred until customer obtained an exercise bike a week ago. No further information was provided on the reported issue.